Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the screen no longer responds to the stylus. Analysis noted that there was a chip in the display. The programmer was scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen no longer responds to the stylus. The programmer was returned for service. There was no patient involvement.